Event description:
Spontaneous report. Pt reported after his last dose, when he was disassembling the freedom 60pump, springs popped out and it is now unusable. No further information provided. Pt experienced no clinical harm/injury due to broken pump. Infusion was able to be completed with pump; malfunction happened after medication was infused. Pump is available for investigation, and new will be shipped to pt. Reported to (B)(6) by pt/caregiver.